Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that after an intraocular lens (iol) was implanted, three and a half months later it was explanted due to the patient could not follow a golf ball when golfing. The replacement lens was a regular toric lens without near vision correction. Additional information was requested.